Manufacturer narrative:
D10: concomitant devices: serial number, item number, and full description: (B)(6), 160-30-14, - pf spline plasma w/ha sz 14; (B)(6), 142-36-00, - cocr fem head 36mm +0 offset 12/14; (B)(6), 180-01-52, - nv crown cup clstr hole 52mm group 2; (B)(6), 101-05-30, - 3.2mm drill bit30mm 1pk; (B)(6), 180-65-30 ,- alteon 6.5mm screw, 30mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 58 months after a left total hip replacement procedure, the patient underwent a revision procedure to address issues including, but not limited to device failure, pain, osteolysis, tissue damage, and excessive wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation). The following sections were corrected: h6 (medical device problem code). The most likely underlying cause for the revision reported is prosthesis wear and fracture and a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.